Manufacturer narrative:
Follow-up report #01. Sections b4, b5, d9, g6, h2, h3, h6 and h10 have been updated with new information. The device event or problem description was corrected to include two devices instead of one. The devices were returned and evaluated. It was confirmed that the microtip needles had separated from the rest of the handpieces. Due to the state in which the devices were received, functional testing could not be performed. The fracture sites did not immediately indicate a specific cause for the failures. Disassembly of the devices did not reveal any further anomalies or defects.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece on two devices. The procedure was completed with another handpiece. There were no patient complications.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. The procedure was completed with another handpiece. There were no patient complications.